Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "diagnosed with lymphoma." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's friend reported unknown side "diagnosed with lymphoma." Treatment provided in the form of "removed some of the lymph nodes." Device status is unknown.